Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed on the harvesting handle. A visual inspection determined that the heater wire was flexed away at the tip and bent at the center from the hot jaw. The wire remained in place at the base of the jaws. Slight tissue and char buildup was observed on the jaws. Using microscopy, it was observed that the miniature part of silicon insulation on the cold jaw was peeled at the tip of the cold jaw. The peeled silicon is still attached to the cold jaw. The peeled silicon is still attached to the cold jaw. Based on the return condition of the device, the complaint was confirmed for the reported failure mode "bent wire" and the analyzed failure mode "peeled jaw". Specific actions for the analyzed failure mode are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws came apart during use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws came apart during use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws came apart during use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.